Manufacturer narrative:
Pt identifier: - (B)(6). Concomitant medical product - unknown affixus lag screw, cat#: ni lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip fracture nail procedure and approximately nine (9) months post-implantation, radiographs show that the nail has fractured and the patient is experiencing pain. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers of the device are unknown. Radiograph review noted: "antegrade intramedullary nail and compression screw were used to fix right hip intertrochanteric/subtrochanteric fractures. Incomplete fracture healing occurred with eventual development of pseudoarthrosis and breakage of the intramedullary nail at the junction with the compression screw." Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip fracture nail procedure and approximately nine (9) months post-implantation, radiographs show that the nail has fractured and the patient is experiencing pain. No revision has been reported to date.